Event description:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1114) on 02-sep-2015. The most recent information was received on 08-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right coil has either perforated or migrated into the shape of a circle"), autoimmune disorder ("autoimmune disorder") and rheumatoid arthritis ("ra reaction and it turn degeneration, results effecting, at the moment spine and knees") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion disability), allergy to metals ("inflammation from the nickel in essure /nickel allergy"), arthralgia ("joints are in pain"), uterine enlargement ("uterus is swollen to the point she looks 7 months pregnant"), rheumatoid arthritis (seriousness criterion medically significant), abdominal distension ("extreme bloating/severe bloating"), menorrhagia ("extremely abnormal menstrual cycle had her menstruating for several weeks, at a heavy flow/ excessive and abnormal bleeding during menstruation"), amenorrhoea ("or none at all for months"), headache ("headaches"), memory impairment ("lapses of memory function, forgetting"), pain of skin ("her skin sometimes could not touch anything or it will feel extremely prickly and aggravating"), paraesthesia ("her skin sometimes could not touch anything or it will feel extremely prickly and aggravating"), micturition urgency ("urgent to urinate"), pollakiuria ("frequent to urinate"), dyspareunia ("painful to share intimate relations"), alopecia ("hair loss"), weight fluctuation ("roller coaster ride with her weight"), insomnia ("insomnia"), hypoaesthesia ("numbness in the fingers and toes"), bowel movement irregularity ("irregular bowel movements"), metrorrhagia ("spotty menstruation"), fatigue ("chronic fatigue"),first episode of feeling abnormal ("when feelings of pregnancy come on"), tooth loss ("teeth lost all but 12"),migraine ("migraines"), second episode of feeling abnormal("brain fog"), weight increased("weight gain"), arthralgia("joint pain"),and depression("depression"). The patient was treated with surgery (on 2016 underwent a hysterectomy). At the time of the report, experienced uterine perforation, autoimmune disorder , allergy to metals, arthralgia , uterine enlargement , rheumatoid arthritis , abdominal distension , menorrhagia , amenorrhoea, headache , memory impairment , pain of skin , paraesthesia , micturition urgency , pollakiuria, dyspareunia, alopecia , weight fluctuation, insomnia , hypoaesthesia, bowel movement irregularity, metrorrhagia, fatigue ,first episode of feeling abnormal , tooth loss ,migraine , second episode of feeling abnormal, weight increased, arthralgia, and depression outcome was unknown. The experienced uterine perforation, autoimmune disorder , allergy to metals, arthralgia , uterine enlargement , rheumatoid arthritis , abdominal distension , menorrhagia , amenorrhoea, headache , memory impairment , pain of skin , paraesthesia , micturition urgency , pollakiuria, dyspareunia, alopecia , weight fluctuation, insomnia , hypoaesthesia, bowel movement irregularity, metrorrhagia, fatigue ,first episode of feeling abnormal , tooth loss ,migraine , second episode of feeling abnormal, weight increased, arthralgia, and depression to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-sep-2017: lawyer added from legal claim received, event "brain fog, joint pain, weight gain, depression". Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right coil has either perforated or migrated into the shape of a circle"), autoimmune disorder ("autoimmune disorder") and rheumatoid arthritis ("ra reaction and it turn degeneration, results effecting, at the moment spine and knees") in an adult female patient who had essure (batch no. 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine prolapse and cystocele. Concomitant products included chloroquine from (B)(6) 2008 to (B)(6) 2008, gabapentin from (B)(6) 2008 to (B)(6) 2008, methotrexate from (B)(6) 2008 to (B)(6) 2008, omeprazole (prilosec) from (B)(6) 2008 to (B)(6) 2008 and prednisone from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criteria disability and medically significant), rheumatoid arthritis (seriousness criterion medically significant), allergy to metals ("inflammation from the nickel in essure /nickel allergy"), the first episode of arthralgia ("joints are in pain"), uterine enlargement ("uterus is swollen to the point she looks 7 months pregnant"), abdominal distension ("extreme bloating /severe bloating"), menorrhagia ("extremely abnormal menstral cycle had her menstruating for several weeks, at a heavy flow / excessive and abnormal bleeding during menstruation"), amenorrhoea ("or none at all for months"), headache ("headaches"), memory impairment ("lapses of memory function, forgetting"), pain of skin ("her skin sometimes could not touch anything or it will feel extremely prickly and aggravating"), paraesthesia ("her skin sometimes could not touch anything or it will feel extremely prickly and aggravating"), micturition urgency ("urgent to urinate"), pollakiuria ("frequent to urinate"), dyspareunia ("painful to share intimate relations"), alopecia ("hair loss"), weight fluctuation ("roller coaster ride with her weight"), insomnia ("insomnia"), hypoaesthesia ("numbness in the fingers and toes"), bowel movement irregularity ("irregular bowel movements"), metrorrhagia ("spotty menstruation"), fatigue ("chronic flatuge"), the first episode of feeling abnormal ("when feelings of pregnancy come on"), tooth loss ("teeth lost all but 12"), migraine ("migraines"), the second episode of feeling abnormal ("brain fog"), weight increased ("weight gain"), the second episode of arthralgia ("joint pain"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash papular ("red itchy raised") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on 2016, total hysterectomy, bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, autoimmune disorder, rheumatoid arthritis, allergy to metals, uterine enlargement, abdominal distension, menorrhagia, amenorrhoea, headache, memory impairment, pain of skin, paraesthesia, micturition urgency, pollakiuria, dyspareunia, alopecia, weight fluctuation, insomnia, hypoaesthesia, bowel movement irregularity, metrorrhagia, fatigue, migraine, the last episode of feeling abnormal, weight increased, the last episode of arthralgia, depression, vaginal haemorrhage, rash papular and vaginal discharge outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, autoimmune disorder, bowel movement irregularity, depression, dyspareunia, fatigue, headache, hypoaesthesia, insomnia, memory impairment, menorrhagia, metrorrhagia, micturition urgency, migraine, pain of skin, paraesthesia, pollakiuria, rash papular, rheumatoid arthritis, tooth loss, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of arthralgia, the first episode of feeling abnormal, the second episode of arthralgia and the second episode of feeling abnormal to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.03 kgs. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record nickel allergy, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1114) on 02-sep-2015. The most recent information was received on 12-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the right coil has either perforated or migrated into the shape of a circle'), autoimmune disorder ('autoimmune disorder') and rheumatoid arthritis ('ra reaction and it turn degeneration, results effecting, at the moment spine and knees') in an adult female patient who had essure (batch no. 627290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine prolapse, cystocele, acid reflux (oesophageal) and connective tissue disorder. Concomitant products included chloroquine from (B)(6) 2008 to (B)(6) 2008, gabapentin from (B)(6) 2008 to (B)(6) 2008, hydroxychloroquine since (B)(6) 2008, methotrexate from (B)(6) 2008 to (B)(6) 2008, omeprazole (prilosec) from (B)(6) 2008 to (B)(6) 2008 and prednisone from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("extremely abnormal menstrual cycle had her menstruating for several weeks, at a heavy flow / excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced allergy to metals ("inflammation from the nickel in essure /nickel allergy") and rash papular ("red itchy raised"). In (B)(6) 2008, the patient experienced headache ("headaches"), fatigue ("chronic flatuge"), migraine ("migraines") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criteria disability and medically significant), rheumatoid arthritis (seriousness criterion medically significant), arthralgia ("joints are in pain"), uterine enlargement ("uterus is swollen to the point she looks 7 months pregnant"), abdominal distension ("extreme bloating /severe bloating"), amenorrhoea ("or none at all for months"), memory impairment ("lapses of memory function, forgetting"), pain of skin ("her skin sometimes could not touch anything or it will feel extremely prickly and aggravating"), paraesthesia ("her skin sometimes could not touch anything or it will feel extremely prickly and aggravating"), micturition urgency ("urgent to urinate"), pollakiuria ("frequent to urinate"), dyspareunia ("painful to share intimate relations"), weight fluctuation ("roller coaster ride with her weight"), insomnia ("insomnia"), hypoaesthesia ("numbness in the fingers and toes"), bowel movement irregularity ("irregular bowel movements"), metrorrhagia ("spotty menstruation"), feeling abnormal ("when feelings of pregnancy come on"), tooth loss ("teeth lost all but 12"), foggy feeling in head ("brain fog"), joint pain ("joint pain") and depression ("depression"). The patient was treated with surgery (on 2016, total hysterectomy, bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, autoimmune disorder, rheumatoid arthritis, allergy to metals, arthralgia, uterine enlargement, abdominal distension, amenorrhoea, headache, memory impairment, pain of skin, paraesthesia, micturition urgency, pollakiuria, dyspareunia, weight fluctuation, insomnia, hypoaesthesia, bowel movement irregularity, metrorrhagia, feeling abnormal, foggy feeling in head, joint pain, depression and vaginal haemorrhage outcome was unknown, the menorrhagia, migraine, weight increased, rash papular and vaginal discharge had resolved and the alopecia and fatigue was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, arthralgia, autoimmune disorder, bowel movement irregularity, depression, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, insomnia, memory impairment, menorrhagia, metrorrhagia, micturition urgency, migraine, pain of skin, paraesthesia, pollakiuria, rash papular, rheumatoid arthritis, tooth loss, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, foggy feeling in head and joint pain to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.03 kgs. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion; in (B)(6) 2009: total bilateral occlusion. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record nickel allergy, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2019: pfs received-outcome of "abnormal bleeding, migraines, rashes, vaginal discharge, weight gain" updated to "recovered/resolved" and outcome of "fatigue and hair loss" updated to "recovering/resolving", concomitant drug, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: (B)(4)) on 02-sep-2015. The most recent information was received on 13-jun-2018 this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right coil has either perforated or migrated into the shape of a circle"), autoimmune disorder ("autoimmune disorder") and rheumatoid arthritis ("ra reaction and it turn degeneration, results effecting, at the moment spine and knees") in an adult female patient who had essure (batch no. 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine prolapse and cystocele. Concomitant products included chloroquine from (B)(6) 2008 to (B)(6) 2008, gabapentin from (B)(6) 2008 to (B)(6) 2008, methotrexate from (B)(6) 2008 to (B)(6) 2008, omeprazole (prilosec) from (B)(6) 2008 to (B)(6) 2008 and prednisone from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion disability), rheumatoid arthritis (seriousness criterion medically significant), allergy to metals ("inflammation from the nickel in essure /nickel allergy"), the first episode of arthralgia ("joints are in pain"), uterine enlargement ("uterus is swollen to the point she looks 7 months pregnant"), abdominal distension ("extreme bloating /severe bloating"), menorrhagia ("extremely abnormal menstral cycle had her menstruating for several weeks, at a heavy flow / excessive and abnormal bleeding during menstruation"), amenorrhoea ("or none at all for months"), headache ("headaches"), memory impairment ("lapses of memory function, forgetting"), pain of skin ("her skin sometimes could not touch anything or it will feel extremely prickly and aggravating"), paraesthesia ("her skin sometimes could not touch anything or it will feel extremely prickly and aggravating"), micturition urgency ("urgent to urinate"), pollakiuria ("frequent to urinate"), dyspareunia ("painful to share intimate relations"), alopecia ("hair loss"), weight fluctuation ("roller coaster ride with her weight"), insomnia ("insomnia"), hypoaesthesia ("numbness in the fingers and toes"), bowel movement irregularity ("irregular bowel movements"), metrorrhagia ("spotty menstruation"), fatigue ("chronic flatuge"), the first episode of feeling abnormal ("when feelings of pregnancy come on"), tooth loss ("teeth lost all but 12"), migraine ("migraines"), the second episode of feeling abnormal ("brain fog"), weight increased ("weight gain"), the second episode of arthralgia ("joint pain"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash papular ("red itchy raised") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on 2016, total hysterectomy, bilateral salpingectomy, unilateral oopherectomy). Essure was removed on 15-aug-2016. At the time of the report, the uterine perforation, autoimmune disorder, rheumatoid arthritis, allergy to metals, uterine enlargement, abdominal distension, menorrhagia, amenorrhoea, headache, memory impairment, pain of skin, paraesthesia, micturition urgency, pollakiuria, dyspareunia, alopecia, weight fluctuation, insomnia, hypoaesthesia, bowel movement irregularity, metrorrhagia, fatigue, migraine, the last episode of feeling abnormal, weight increased, the last episode of arthralgia, depression, vaginal haemorrhage, rash papular and vaginal discharge outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, autoimmune disorder, bowel movement irregularity, depression, dyspareunia, fatigue, headache, hypoaesthesia, insomnia, memory impairment, menorrhagia, metrorrhagia, micturition urgency, migraine, pain of skin, paraesthesia, pollakiuria, rash papular, rheumatoid arthritis, tooth loss, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of arthralgia, the first episode of feeling abnormal, the second episode of arthralgia and the second episode of feeling abnormal to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.03 kgs. Hysterosalpingogram - in november 2008: total bilateral occlusion . ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record nickel allergy, pelvic pain. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " abnormal bleeding (vaginal), red itchy raised, vaginal discharge" are added. Historical and concomitant drug are added. Lot number and lab data added. Concomitant and historical condition are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.